Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported dislodged stent was confirmed. The reported resistance during stylet removal was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device preparation and prior to use in the anatomy, during removal of the stylet from the stent, the stent became unstable and dislodged from the balloon. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.